Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient experienced an issue with alert and notification settings. The patient called to check the warranty of her current receiver as she alleges that the alarms and/or sound of it are no longer functioning as expected. The day of the event, the night between friday (B)(6) 2024 and saturday (B)(6) 2024, the patient was unresponsive, comatose and the bg (blood glucose) reading was 2 mmol/l. Her husband was there and treated her with some honey. After the treatment, the patient recovered with no medical intervention required. At the time of the report, the patient was okay. Of note, it was documented that the threshold for low is set to 4.5 mmol/l and urgent low at 3.1 mmol /l. The cgm (continuous glucose monitor) values during the event were available as normal and that she could see that she had crossed the threshold and remained under for at least 2 hours without an alert being given. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.